Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that the patient was revised due to non-union and plate breakage. Distal femur.

Manufacturer narrative:
Evaluation summary: the reported incident that the plate broke could not be confirmed, since the devices were not returned for evaluation. Based on investigation, the root cause of the determined event was attributed to a user related issue. The breakage can be caused by non-union of the bone. Please note the current IFU reads: ¿in many instances, adverse results may be clinically related rather than device related.¿ ¿these devices can break when subjected to the increased loading associated with delayed unions and/or nonunions. Internal fixation devices are load sharing devices which are intended to hold fractured bone surfaces in apposition to facilitate healing." ¿post-operative patient activity: these implants are neither intended to carry the full load of the patient acutely, nor intended to carry a significant portion of the load for extended periods of time. For this reason post-operative instructions and warnings to patients are extremely important. External immobilization (e.g. Bracing or casting) may be employed until x-rays or other procedures confirm adequate bone consolidation.¿ [original statement] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material, manufacturing or design related problems were not determined in the investigation. Please note that more detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. If any further information is provided, the investigation report will be updated.

Event description:
It was reported that the patient was revised due to non-union and plate breakage. Distal femur.